Manufacturer narrative:
(B)(4). There were 5 boxes with 100 items in each box.. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the insertion tray inside this kit is expired by 3 years. These were found upon receipt at a distributor's warehouse; they never reached a medical facility.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and 100% visual inspection was conducted, and no abnormalities found. Based on the DHR review and investigation done, the lot was released from teleflex kamunting manufacturing site on 27 mar 2015 and the expiry date on the label shows 07-2017. From this, we can observe that our manufacturing has followed the specification for the shelf life of the product which is within 3 years following the earliest component expiry date. It is found that upon investigation for this customer complaint there is system issue at distribution centre where they unable to check and capture the product expiry date following our manufacturing specification.

Event description:
It was reported that the insertion tray inside this kit is expired by 3 years. These were found upon receipt at a distributor's warehouse; they never reached a medical facility.